Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The generator was replaced prophylactically. The explanted devices have not been returned to date.

Event description:
It was reported that device diagnostics resulted in high impedance (&#62;10,000 ohms). It was reported that the last known good diagnostics was a year prior. It was reported that the device would be programmed off and the patient would be referred for surgery. No surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.